Event description:
It was reported that the user experienced elevated blood glucose for several hours while on the ilet and had changed the continuous delivery infusion set approximately 45 minutes prior to the call, with no immediate improvement; the agent verified ongoing insulin delivery and provided education that correction could take about 90 minutes, with a plan to follow up. Symptoms included hyperglycemia with a high blood glucose level of 401 mg/dl. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included technical review of pump delivery status and troubleshooting with user education. Investigation of this case revealed no device malfunction confirmed at the time of the call and a cause that remained unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause with device function not disproven. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.